Event description:
It was reported the patient died per the manufacturer's device registration system. No cause of death was reported. Additional information has been requested, a follow-up report will be submitted if additional becomes available.